Manufacturer narrative:
A field service engineer performed preventive maintenance testing at the user facility. During testing, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device roller pin was broken. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.